Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons on insulin pump required more presses and insulin pump had scratched on screen so insulin pump has to in angle to read values. Customer¿s blood glucose was unknown. Customer stated that insulin pump had no delivery alerts, error code which was corrected by removing battery and re inserting. Insulin pump will not be returned for analysis.